Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that screen was stuck at blue screen. A technical support specialist updated rss and rebooted the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was stuck at blue screen. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.